Event description:
It was reported that a week post implant the left ventricular (lv) lead was causing intermittent diaphragmatic stimulation. The lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m55 lead implanted: 2013 (B)(6); 407645 lead implanted: 2013 (B)(6). (B)(4).